Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip jumping and cowl were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip jumped open to 160 degree after lock line removal. Additional clip was deployed to further reduce the mr to grade 2 post procedure. On (B)(6) 2026, the additional mitraclip xtw had single leaflet device attachment(slda) from the anterior leaflet. Recurrent mr of grade 3 was reported. On (B)(6) 2026, re-interventional procedure was performed. Additional mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.